Manufacturer narrative:
Model and serial number is unknown therefore UDI cannot be retrieved. A device history record (DHR) review could not be performed as the serial number was not provided. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported that the right atrial lead was explanted due to infection. No additional information was reported.